Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was over 500 mg/dl. During troubleshooting, the insulin pump began to function normally after a set change. During a follow up call, the customer reported having a blood glucose level of 574 mg/dl, which was treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No battery out limit alarms were noted. The pump passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and self tests. No unexpected no delivery alarms were noted. The pump was received with minor scratches on the lcd window.